Event description:
It was reported one of patient's lead had high impedances, resulting in loss of effective stimulation. Surgical intervention took place to explant and replace patient's entire system. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.